Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie pocket had failed, and when attempting to resolve the issue, the drawer opened but did not display any prompt or resolution options. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie pocket was failed. The technical support specialist (tss) contacted the pharmacist who confirmed that the issue had been resolved. The system functioned as intended after the pharmacist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie pocket had failed, and when attempting to resolve the issue, the drawer opened but did not display any prompt or resolution options. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.